Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. B3: publication year of 2021. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA: 014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: central hepatectomy versus major hepatectomy for centrally located hepatocellular carcinoma: a propensity score matching study. Authors: tatsuya orimo, md phd, toshiya kamiyama, md phd facs, tatsuhiko kakisaka, md phd, shingo shimada, md phd, akihisa nagatsu, md phd, yoh asahi, md phd, yuzuru sakamoto, md phd, hirofumi kamachi, md phd, and akinobu taketomi, md phd facs. Citation: ann surg oncol (2021); 28:6769¿6779. Https://doi.org/10.1245/s10434-021-09751-z. This retrospective study reviewed a cohort of central hepatocellular carcinoma (hcc) patients who underwent either central hepatectomy (ch) or major hepatectomy (mh) and applied propensity score matching (psm) to the clinicopathological features of these cases and then compared and assessed the short- and long-term outcomes of the ch or mh interventions. Between 2000 and 2019, a total of 233 patients underwent an anatomical liver sectionectomy (either a left medial sectionectomy, right anterior sectionectomy, right/left hemihepatectomy, central bisectionectomy, or right/left trisectionectomy) for a centrally located hcc. Of these, 132 cases (112 male and 20 females; median age of 68 [39¿86] years) in the ch group and 101 cases (85 male and 16 females; median age of 65 [33¿85] years) in the mh group. Transection of the liver parenchyma was performed using the hook spatula of an ultrasonic harmonic scalpel (ethicon endosurgery, san angelo, tx) and either a ds3.0 dissecting sealer (medtronic, minneapolis, mn) or a bipolar cautery with a saline irrigation system. Reported complications include postoperative bleeding (n=6), surgical site infection (n=2), posthepatectomy liver failure (n=15), and bile leakage (n=19). In conclusion, the short- and long-term surgical outcomes of ch and mh for a centrally located hcc are similar under a matched clinicopathological background. Ch has the advantage of not requiring a preoperative portal vein embolization and increased chances of conducting a repeat hepatectomy for recurrence.